Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown.

Event description:
Related MFR numbers: 3005334138-2020-00611; 3005334138-2020-00610. Following an atrial fibrillation ablation procedure with no issues, the patient experienced a transient ischemic during recovery. The patient returned to stable condition with no lasting symptoms observed. No information was available on the cause of the transient ischemic attack. There were no performance allegations against any abbott device.